Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had a hole in the line found during use. The following information was provided by the initial reporter: "one of the IV therapy nurses reported a nexiva IV that had a hole in it out of the package."

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had a hole in the line found during use. The following information was provided by the initial reporter: "one of the IV therapy nurses reported a nexiva IV that had a hole in it out of the package."

Manufacturer narrative:
H.6. Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. Received 2 nexiva 22ga units as follows: unit 1: received a full nexiva assembly within a sealed package from lot 9105657. All contents were intact. Unit 2: received a catheter-adapter-ext. Set assembly connected to a miscellaneous needleless connector and a 10ml saline syringe. No package was received. Visual examination: unit 1: observed the pinch clamp was not engaged. Damage (cut) on the ext. Tubing (at about 18mm from the nose of the straight adapter) was found. Unit 2: no physical-mechanical damage was observed on any of the components of the representative unit received. Water-leak test: unit 1: leakage was observed during the performance of the water-leak test. The leakage occurred from the cut on the extension tubing. Unit 2: no leakage occurred during testing. Conclusion: indeterminate: a definite source that caused the damage observed on the extension tubing of the unit received for evaluation could not be determined. It is not known if it was triggered by the manufacturing process or at the user environment during/prior to usage.